Event description:
Reported to coopervision (B)(4): (B)(6), 2011. Pt has been using the lenses night and day. Scarring on cornea detected. Pt cannot use contacts in the same way anymore. No lot information provided, no contact information provided to follow up. This is being filed as an unconfirmed corneal scarring.